Event description:
The reporter stated that the device handle broke during a procedure when the surgeon was advancing a large qwix screw. The procedure was completed using a power screwdriver. There was no harm to the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initialed based upon the reported information.